Manufacturer narrative:
Patient ID and weight were not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent hip surgery on (B)(6) 2018. Post-surgery, patient walked 8km hiking several times and was really active. Reportedly, bone didn¿t heal. Approximately four (4) months after the surgery, long pfna nail broke. Reportedly, patient underwent revision surgery on an unknown date. Surgery and patient outcome were not reported. Concomitant devices reported: lockscr ø5 l48 f/nails tan light green (part# 04.005.538, lot# unknown, quantity 1); pfna blade perf l105 tan (part# 04.027.036s, lot# unknown, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event. Corrected data: date of event: unknown. Date of report: these dates were incorrectly reported in the initial report as 7/5/2018. The correct date should have been 7/6/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the revision surgery, broken pfna nail was removed and patient was implanted with gamma nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt of the device it was found that the blade was deformed and stuck. Concomitant devices reported: lockscr ø5 l48 f/nails tan light green (part# 04.005.538, lot# unknown, quantity 1). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 472.340s, lot# 2678278. Manufacturing location: (B)(4), manufacturing date: dec 20, 2010, expiry date: dec 01, 2020. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to specification for implants for surgery. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The outer (10 mm) and inner diameter (4.4 mm) were measured and have fulfilled the specifications. Besides, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, any manufacturing issue has been excluded. For implants, hardness test is not required/defined. The raw material certificate was checked. The used raw material has fulfilled the specifications. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specifications. Additionally, no issue was identified in the manufacturing documentation. As no manufacturing issue was identified, no additional actions are required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.